Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all information provided we could not establish a relationship between the device and the reported event. Probable root cause may include a component failure or contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while priming the versajet exact assy, 45 degree x 8mm with normal saline, the tubing developed a hole and device began to smoke. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.